Event description:
A report was received that the patient was experiencing pain in hip and right leg cramping continuously with a burning sensation whether the stimulation was on or off. The patient had botox injections for muscle, leg and arm pain.

Event description:
A report was received that the patient was experiencing pain in hip and right leg cramping continuously with a burning sensation whether the stimulation was on or off. The patient had botox injections for muscle, leg and arm pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the pain in hip and right leg cramping with burning sensation were the patient¿s pre-existing pain. The patient underwent a revision procedure wherein the lead was replaced. The patient did not get enough coverage because the lead was out of the epidural space. The lead was replaced due to suspected malfunction because one of the contacts had high impedance. The patient had pain coverage postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.